Event description:
Allegedly pt. Was revised due to pain and mom complications (synovitis, pseudotumor, and metallosis). Right hip.

Manufacturer narrative:
This is the same event as 3010536692-2014-01307, 01308.